Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -12.5/2.5/072 (sphere/cylinder/axis), implantable collamer lens from the patient's left eye (os) on (B)(6) 2023. A shorter length lens was implanted on (B)(6) 2023 due to excessive vault. This resolved the problem. Cause of the event is reported as device: lens too big.

Manufacturer narrative:
Claim# (B)(4).